Event description:
Customer alleged haze/oil mist in the room coming from the sterrad nx sterilizer. Per follow-up with the customer, two healthcare workers experienced symptoms as a result of the haze/oil mist. This complaint is for the second healthcare worker (sex unk), who experienced a headache that lasted about 1.5 to 2 hours. At this time the details of the injury have been requested, but have not been received.

Manufacturer narrative:
This is capital equipment which was evaluated at the customer's site: the asp field service engineer was sent to the account. System was not in use. Found filter on the oil mist filter assembly needed to be replaced and the assembly inside the valve needed to be cleaned. Replaced the filter and cleaned inside the valve. Performed leak back test and calibrations. Verified that the system meets manufacturer's specifications. Reference second report MDR 2084725-2010-00001.